Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event is not available for return and evaluation. The root cause of this complaint cannot be determined based on the information provided. (B)(4).

Event description:
It was reported from (B)(6) that during a coiling treatment of a renal retroperitoneal vein, the coil was not positioned desirably. An attempt was made to reposition the coil, the coil prematurely detached during positioning. No intervention was reported to retrieve the coil. No patient harm or injury was reported.